Event description:
The reporter stated that the surgeon was inserting a 21.0 diopter silicone lens using a msi-pm injector and the injector tore the lens upon insertion. The surgeon removed the lens without enlarging the incision and inserted another same type lens and used a suture to close the incision. This is one of two incidents that occurred to this pt. See MFR report number 2023826-2007-02191 for the other report.

Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and a visual inspection shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.